Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was noted. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, after flushing and suctioning the sheath, air was drawn inside the sheath, and a valve failure was suspected. Air bubbles were noted inside the sheath. The sheath was replaced and procedure was completed with no patient complications. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Label review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that air ingress was noted. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, after flushing and suctioning the sheath, air was drawn inside the sheath, and a valve failure was suspected. Air bubbles were noted inside the sheath. The sheath was replaced and procedure was completed with no patient complications.